Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 2.1 mmol/l at time of incident and customer drank juice, sugars and blood glucose level was 3.3 mmol/l and the after eating blood glucose went to 4.7 mmol/l, customer gave a bolus for lunch and blood glucose went to 15.8 mmol/l and dropped again to 7.5 mmol/l and current blood glucose level was 5.5 mmol/l and had treated with food. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer reports insulin pump was not worn during a medical procedure. The device will not be returned for analysis